Event description:
Patient had a hardware implant in 2006 on the left ankle. During a surgery on (B)(6) 2012 to remove the hardware, the surgeon removed two 4.0 cannulated screws at the medial aspect of the ankle. During the removal, two conical extraction screws tips broke off into the retained cannulated screws. Everything was retrieved from the patient and nothing was replaced with removal. The incident prolonged the procedure by 30-40 minutes. This is 1 of 2 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. However, the manufacturing documents were reviewed and no complaint related issues were found. Implant date reported as 2006.

Manufacturer narrative:
The tip of the conical extraction screw is broken off; the broken off fragment was not sent along with the device. The measurable dimensions are according to the specifications. The DHR review shows that the correct material and hardening procedures were used. The exact cause of this complaint is unknown.